Event description:
When wet towels were removed from a patient's l. Inner thigh after a surgical procedure, there were 3 small welt like areas which appeared to be areas that had burned through the wet tongue blade during testing procedures prior to the starting of the surgical case. There were no large burned areas and these were simply very small welt-like areas. The areas were covered with betadine ointment at that time and will be followed post operativelydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.